Event description:
(B)(4). After getting essure which was (B)(6) 2013, I been having a lot of issues which started with fevers, headaches, irregular periods, nausea, severe acne, depression, hot flashes, chronic fatigue.